Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as the lens was not implanted. Section d6b: if explanted, give date: n/a, as the lens was not implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon was unable to insert the preloaded monofocal intraocular lens (iol) through a 2.2 mm incision, resulting in half of the lens remaining outside the eye. The surgeon opted to remove the iol and create a larger incision to implant a new lens. Through follow up, we learned that no sutures were required, the procedure was only delayed by 1-2 minutes. No complications were noticed during the implantation. The patient was fine when leaving the hospital, with no further check ups scheduled. The cartridge and iol are not available to return. No further information was provided.